Event description:
It was reported that the patient had tenderness and pain at the pocket site of their implantable neurostimulator (ins). It was noted that the patient had also lost weight and the physician did not know if this was the cause or not. The device was then explanted. The physician did not suspect an infection but did send off a sample to be checked. The patient had been ¿very pleased¿ with the results from the therapy but just had the discomfort. The physician hoped to replace the ins in the future. The patient status at the time of report was noted as ¿alive ¿ no injury¿. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0rwkv, implanted: (B)(6) 2015, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).